Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that they were experiencing pain from the implantable cardiac monitor (icm) when they cough or sneeze because they are so thin. Follow up with the clinic revealed that the icm was removed due to the pain that the patient reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.